Event description:
Boston scientific received information that during an extra routine follow-up, the patient explained feeling discomfort, dizzy spells, and angor. The cardiologist did a routine check of the implanted system and found that this bipolar right ventricular (rv) lead had higher impedance measurements. Also there were sensed events where normally the patient has no underlying heart rate. An x-ray was taken, and it did not show any lead or conductor breaks. This lead was reprogrammed to unipolar and no issues were seen. The cardiologist scheduled the next follow-up to be in one month, and is considering replacing the lead.

Event description:
Subsequent information confirmed this lead has since been taken out of service and another boston scientific lead successfully implanted. The lead was surgically abandoned thus, no return is expected. No resulting adverse patient effects and no additional complications reported since the revision procedure.

Manufacturer narrative:
Additional information is expected regarding this issue. This report will be updated when additional information is received.

Manufacturer narrative:
--